Manufacturer narrative:
(B)(4). D10: item # 231220202, fast 1.1mm drillbit miniquick , lot # unknown. Item # 231220209, 1.5mm driver bit , lot # unknown. Item # 131220153, 1.5mm lock plate y-shape , lot # unknown. Item # 131220512, non lock screw 1.5x12mm , lot # unknown. Item # 131220411, lock screw 1.5x11mm , lot # unknown. Item # 131220413, lock screw 1.5x13mm , lot # unknown. Item # 131220410, lock screw 1.5x10mm , lot # unknown. Item # 231220104, 1.3mm/1.5mm bone depth gauge , lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a depth gauge broke. Attempts have been made and no further information has been provided.